Manufacturer narrative:
One used tracheostomy tube was returned for eval. Visual inspection observed a split in the silicone shaft just below the 15 mm connector. No tool marks or obvious cut marks were found along the split. A review of the device history record could not be performed as no lot info was reported. Product inspection and testing was not able to determine a root cause for the split.

Event description:
A report was received stating that the listed tracheostomy tube was in use with a pt for an unk amount of time when the tracheostomy tube shaft was observed split just below the 15 mm connector. No incident related medical sequela was reported.